Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was back flow of blood and medication during an epoch chemotherapy infusion consisting of doxorubicin 19mg, etoposide 70mg, vincristine 0.75mg in normal saline 500 ml intended to infuse over 24 hours at 20.8 ml/hour. The patient who was admitted for diffuse large b cell lymphoma was receiving the infusion through a port concurrently with saline. The clinician indicated that due to the backflow of blood and chemotherapy into the line, the infusion was paused while the tubing and port site were assessed. The port was de-accessed and re-accessed then the tubing was changed. Twelve (12) hours later, the backflow began again. Additional chemotherapy was paused and the patient was sent to interventional radiology to have a port study performed. The port study indicated no issues with the port were observed. Chemotherapy was resumed. Two (2) days later, the patient was diagnosis with "sepsis and a central line infection".

Event description:
It was reported that there was back flow of blood and medication during an epoch chemotherapy infusion consisting of doxorubicin 19mg, etoposide 70mg, vincristine 0.75mg in normal saline 500 ml intended to infuse over 24 hours at 20.8 ml/hour. The patient who was admitted for diffuse large b cell lymphoma was receiving the infusion through a port concurrently with saline. The clinician indicated that due to the backflow of blood and chemotherapy into the line, the infusion was paused while the tubing and port site were assessed. The port was de-accessed and re-accessed then the tubing was changed. Twelve (12) hours later, the backflow began again. Additional chemotherapy was paused and the patient was sent to interventional radiology to have a port study performed. The port study indicated no issues with the port were observed. Chemotherapy was resumed. Two (2) days later, the patient was diagnosis with "sepsis and a central line infection".

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the root cause for the reported issue was not determined because no products or device logs were returned for investigation. No further investigation of this event is possible at this time. If additional information is received, the complaint record will be reassessed.